Event description:
The consumer stated she experienced two separate incidents using tampons. In the first incident, the string came out during removal. In the second incident, her tampon came apart upon removal and tampon pieces remained inside of her.

Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.